Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Four product samples were received for evaluation. Visual and functional testing was performed. Samples 1 and 2, cuffs did not inflate uniformly. Samples 3 and 4, the pilot balloon inflated but all air was stuck in it. The root cause of the reported issue was found to be cuff symmetry test of representative sample per lot by quality inspectors. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that cuff would not inflate and the water would not go down the cuff. No patient injury was reported.